Manufacturer narrative:
Sections with additional information as of 24-feb-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-18: user has high glucose value. Note: customer's address as documented as extra digit in zip code. Call back attempts made to customer (B)(6) 2019 and (B)(6) /2019 to verify address; unable to contact customer.

Event description:
Consumer reported complaint for hi blood glucose test results. The customer is concerned with test results from of hi, 414, 369, 486, 364 and 345 mg/dl. The customer¿s expected fasting blood glucose test result is 215 mg/dl and expected non-fasting blood glucose test result is 250 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer non-fasting and produced test result of 438 mg/dl using meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 11/30/2020 and open vial date is 12/13/2019. The meter memory was reviewed for previous test result history: (B)(6).